Event description:
Pt reported experiencing periodic low blood glucose (32, 38, 34 mg/dl), for the past 24 hrs. He stated that he believes the device may not be working properly, and may be delivering too much insulin. No error messages were generated by the device. Pt self-treated by drinking orange juice and increasing his carbohydrate consumption. Pt stated that he will switch to his back-up device.